Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a surgery, lamp had poor illumination. The lamp stopped working after 40 hours. The surgery completed by increasing the illumination. There was no patient impact.

Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The nonconforming xenon lamp was replaced to resolve the issue. The valve printed circuit board (pcb) and the vacuum pump were replaced to address issues unrelated to the reported event. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming xenon lamp. The manufacturer internal reference number is: (B)(4).